Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during bolus delivery followed by a motor position encoder. The patient's blood glucose at the time of incident is unknown. The customer verified that the device was not bumped or dropped. The device could not be verified for magnetic field exposure. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with constant motor error alarms during the rewind due to a jammed motor gearbox. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the constant motor error alarm. Unable to verify the motor position encoder error alarm in the alarm history screen due to a motor error alarm. The pump had minor scratches on the display window and a small crack on the reservoir tube lip.